Manufacturer narrative:
Review of the diagnostic code found a 35 volt failure. This will result in a no power condition. The field service engineer replaced the power management board and the motor controller board at the same time. The problem was corrected after replacement of the two boards.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that during repair on this unit. The motor controller board released a wisp of smoke from the capacitor (c187). The customer reported there was no patient involvement.

Manufacturer narrative:
Failure analysis on the returned power management (pm) board found that the shorted l2 on the power management pcba created the 1007 error code vent inop.